Event description:
User experienced low glucose results for four patient samples. User repeated all samples with low glucose results, two patient examples were provided. Patient 1, initial result 12 mg/dl, repeat gave 78 mg/dl. Patient 2, 2008, initial result 11 mg/dl, repeat gave 92 mg/dl. The original results were not reported. The field service representative determined contamination in the water lines to be the cause. He decontaminated from the internal reservoir though the sample and reagent lines to the probes and wash well. Performance tests performed which were within specification.